Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received external flash crc error alarm. The customer's blood glucose was 138 mg/dl at the time of incident. Troubleshooting was not performed and device is not expected to be returned for analysis

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e15 alarm due to blank display.